Manufacturer narrative:
A ge oec service representative investigated the issue and was unable to be duplicate the noted malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system was reported to have become non-responsive to command, the image on the left (live) monitor became noticeably more contrasty, and the system required a reboot to restore functionality.